Manufacturer narrative:
A specific root cause could not be identified. The falsely low result could not be reproduced, a reagent related issue is not likely. Based upon the information provided for investigation, the customer was not using the recommended rack adapters which keep the sample straight in the sample rack. This could result in an insufficient sample volume being pipetted. It was also noted the tube manufacturer recommendations for centrifugation time were not followed. In addition, assay performance check data from the analyzer showed high carry over values. It was recommended the sipper path be checked and cleaned or the measuring cell be replaced. The patient was not adversely affected.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable intact human chorionic gonadotropin + the ss-subunit (hcg+ss) result for one patient sample. The initial result from the primary tube was 0.342 iu/l and was reported out of the laboratory to the ER. Immediately the ER nurse called and requested that the laboratory repeat testing as the patient just completed an ultrasound which showed a fetus. The sample was repeated in a sample cup and the result was > 10000 iu/l with a data flag. The sample in the cup was repeated with a 1:100 dilution and the result was 34319 iu/l which was reported outside the laboratory. No patient treatments were performed due to the initial result. The patient was not adversely affected. The hcg+ss reagent lot number was 16250101. The expiration date was not provided. It was found the customer was not using the recommended rack adapters. The field service representative found there was a high carry over value during performance testing.